Event description:
The customer obtained a non- reproducible, vitros amon quality control result (97.5 vs. An expected result = 79.0 mol/l) from a biorad level 2 fluid on a vitros 5600 system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. There was no report that patient samples were affected. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).

Manufacturer narrative:
The investigation determined that a non-reproducible, vitros amon quality control result was obtained from a biorad level 2 fluid on a vitros 5600 system. An ocd field engineer performed routine service actions on the microslide incubator subsystem of the analyzer. Following these service actions, acceptable vitros amon performance was observed using the same reagent lot. The root cause of the event is most likely analyzer related due to incubator contamination. There was no evidence that a reagent related issue contributed to the event.